Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided breast biopsy through normal density tissue with the mission kit. During the procedure, the needle was bent. It was further reported that it was slightly difficult to remove. Coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device, one mission device, with a 10mm adapter and an unknown brand coaxial needle were received for evaluation. Upon visual evaluation, the device appeared to be clean and received with protective tubing. A backwards bend was noted to the sample notch when placed against a straight edge ruler. Due to the bent sample notch, no functional testing was performed. Therefore, the investigation is confirmed for the reported bent as a bent was noted on the needle. However, the investigation is inconclusive for the reported difficult to remove issue as the use of condition cannot be replicated in the laboratory. A definitive root cause for the material twisted / bent and difficult to remove issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided breast biopsy through normal density tissue with the mission kit. During the procedure, the needle was bent. It was further reported that it was slightly difficult to remove. Coaxial was used and the procedure was completed with another device. There was no reported patient injury.